Event description:
It was reported patient underwent a vaginal dilatation and curettage. There were no reported issues at the time of the procedure. Four (4) days after procedure, patient reported to md while using the toilet at home something hard fell out of her vagina into the toilet. Patient did not retrieve it. Instrument tech. At the facility reported that when cleaning the vaginal manipulator, it was noted that the "acorn" end was missing. He did search the trash can etc., for the equipment but was unable to locate it. He informed the scrub tech from the case, who said "the acorn had not been used". There was no patient injury.

Manufacturer narrative:
The acorn and the manipulator were not made available for evaluation. Facility did not supply rwmic with any information as to which acorn that may have been used in the procedure.